Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with alarm upon start up was not confirmed and not reproduced during product evaluation, however, the quality engineer determined that the cause of this event was due to the depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with an alarm at power up. It is unknown when the event occurred. Baxter quality engineering confirmed this condition as a damaged battery alarm. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.